Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. The reason for call was rep called while meeting with the patient (pt), who reported that within the last week or two they have noticed that their stimulation was not working as well to cover their pain, and that when they twist their torso, they get a zapping sensation over the ins site and in the prescribed pain coverage areas. Pt differentiated this zapping as different from just changes or slight increases in stimulation perception with other position changes. Pt denies any recent falls or trauma to the area associated with the change. Rep did an impedance check with the pt in a sitting position and notes that contacts 9, 13, and 14 are all showing >40k ohms. Technical services (ts) had rep do a connectivity check in this position which showed red x's over contacts 9, 13, and 14. Ts had rep repeat these checks while lying flat and when a gentle twist while standing, and all results were the same for both impedance and connectivity. Ts had rep turn stimulation off and pt denied any zapping sensation with twisting. Rep reported that they did some reprogramming which did not change the zapping sensation but did provide better pain coverage, and that neither the previous or current programming was using contacts9, 13, or 14. Ts had rep program only using the 0-7 lead, and pt denies any zapping when twisting. The issue was not resolved through troubleshooting. Rep reports they will speak with the healthcare provider about imaging and further plan of action. Pt reported comfort with using just the 0-7 lead and getting adequate pain coverage at the end of the call. Additional information was received from the rep. Ins implant and serial number provided. The cause of the ins zapping is unknown. The hcp for the patient received an x-ray, removed programming on the electrode on the side with impedances > 40,000 ¿ doing this removed any zapping ¿ patient was satisfied. Information was confirmed with the hcp.

Manufacturer narrative:
G2. Foreign: canada medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.